Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.2 smart half-height drawer had been failing intermittently, with cubies not being detected on the bus. The field service engineer (fse) shut down the station and reseated the row board cables. Then the fse removed all pockets using the hardware test application, where significant debris was found and cleaned. The fse also inspected all indicator lights, cleaned out debris, and reconnected the cables. The customer verified that all device functions were operating normally within the application. The system functioned as intended after the field service engineer repaired the device.